Manufacturer narrative:
The complaint description "plate deformation" is confirmed based on the received photographs. This complaint is confirmed. Corrected data: date of event is unknown. Reporter name, facility name, address and contact information. Reporter email address was not provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. This report is for a plate - unknown lot; unknown expiration date. Additional procodes: hwc. Device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a plate was used for a distal radius fracture. On an unknown date, a dislocation of the distal bone fragment and radial shortening was observed by the surgeon. The surgeon did not recognize the deformation of this plate though an x-ray taken on (B)(6) 2017. Re-operation is not scheduled at this moment. The surgeon comments that bone transplantation might have been required for this surgery. This complaint involves one (1) device. This report is for one (1) plate. This is report 1 of 1 for (B)(4).